Event description:
It was reported that a pt had left breast surgery to remove a cancerous growth and was sent home late afternoon on the same day. A latex foley catheter had been placed within the pt's breast to hold the incision site open for inserting radiation to the tumor location. Later that same evening, the pt heard/felt a pop and figured that was expected. Over the next four days, the pt experienced increased pain in her breast area and was told that could be expected as the healing process was underway. On the fifth day, a visiting nurse came to change the dressing, and the foley catheter fell out. The following day, the pt went to the dr and an ultrasound confirmed that the incision had partially closed and there was no balloon material left in the pt's breast. Per the rptr, instead of having internal radiation twice a day over a five day period, the pt will most likely have external radiation which involves a longer time period and can cause skin damage. The pt is scheduled to see her oncologist to decide her radiation treatment.

Manufacturer narrative:
No sample was returned for eval. The device history record was reviewed for this date code, including qa a-line data and immersion testing results and no conditions were found that would contribute to the reported problem. The foley catheter is designed for urological use only and is labeled accordingly. The dr was notified that this catheter was used outside of its labeling indications and that use of this prod or any other prod in a manner not indicated on the prod's labeling may lead to serious injury or death. Baseline report previously filed.